Event description:
It was reported that the patient underwent an initial knee procedure and approximately 16 years later, was revised due to instability and poly wear. Patella wear and delamination were seen from the provided images. The bearing and patella were exchanged by the surgeon. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown patella - unknown 178054 - ascent clsd box ps fmrl lg l - 541710. 141484 - biomet offset tibial tray 75mm - 778140. 179075 - ascent rev fem stem 20x150 - 727740. 141490 - offset tib tray 2.5mm adaptor - 393460. 141616 - bmt splined knee stm 16x80 - 10880. 3015-040 - cmw 1 gentamicin cement - 2064421. 3015-040 - cmw 1 gentamicin cement -2064421. G2 : foreign country : australia customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-03014

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photograph identified an explanted articular surface with wear. The pictures were insufficient to complete a dimensional evaluation. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The provided radiographs were not reviewed as they are undated and not consecutive to be able to asses for implant wear. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.